Event description:
Indication: common variable immunodeficiency, unspecified. Pt states freedom pump was not working. He heard a snap and the plunger was not moving. No serial number available. Patient was unable to infuse 8gm dose. No averse event reported from missed dose. Md contacted for make up dose. No additional information available. Pump uses to infuse hizentra at the above dose and frequency. Did the reported product fault occur while in use with the pt? Yes; is the actual device available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No, dose will be made up. Reported to (B)(6) by pt/caregiver.